Manufacturer narrative:
Investigation: seven (7) samples were received for evaluation. Six (6) of them are in the sealed packaging flow wrap. Two (2) of the six (6) have the flange damaged while the other four (4) show no damages of any kind. The seventh sample has no packaging flow wrap, no tip cap nor saline. The flanges are good however the barrel has a crack about 1¿ long, one of the ends starts at ¾¿ from the flange. Failure mode is verified. Root cause is variation in the labeling equipment. Due to the increase in complaints with this failure mode, a CAPA (corrective action preventive action) has been initiated to address this issue. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the 10 ml bd posiflush¿ normal saline syringe there was an issue with leakage. There was no report of injury or medical intervention.